Event description:
It was reported that during a follow up, the atrial lead exhibited fluctuating sensing values and high thresholds. An x-ray confirmed that the atrial lead was dislodged. The lead was explanted and replaced on (B)(6) 2014.